Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and his wife reported via phone call that the blood glucose was high and the insulin pump alarmed power error detected. The customer reported that they had replace battery because the battery was low. Customer stated he replaced the battery and then it was green. Customer stated then he received a power error alarm. Customer stated he put a new battery in, rewound the pump and re primed. Customer stated his blood glucose was 571 mg/dl right now. Customer stated he took a bolus and was told he needed 21 units of insulin per the calculation on his pump. Customer stated he noticed his icon for his reservoir is low right now. Customer also mentioned he received a low battery alert this morning. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and advised to monitor the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.